Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited longevity calculations from 7 and 1/2 years to 2 years remaining. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.